Event description:
It was reported by service report that the fowler was drifting down if below thirty degrees. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler was drifting down if below 30 degrees due to a faulty fowler clutch assembly.